Manufacturer narrative:
The complaints of insulation abrasion and noise were confirmed. A partial lead measuring 16.7 cm was returned for analysis. An external insulation abrasion breaching the outer insulation and exposing the outer coil was noted 6.6 to 6.9 cm from the connector pin consistent with friction to the device can. The cause of the reported events was isolated to the external insulation abrasion.

Event description:
It was reported that the patient presented in clinic for follow-up in early june. Upon review, both the right atrial and right ventricular leads exhibited lead noise. The leads were reprogrammed, however, it resulted in muscle stimulation. On (B)(6) 2018, the right atrial lead was removed and replaced. The right ventricular lead was capped. During the procedure, visual analysis of the leads found an insulation breach roughly 10 cm from the connector pin on both leads. It was believed that the damage was due to a combination of aging and lead to can abrasion as the leads were overlapping the edge of the device. The procedure was concluded without any adverse consequences to the patient.